Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer's father complained of questionable inr results on a coaguchek xs meter with serial number (B)(4) compared to the hospital's coaguchek pro ii meter. Based on the data provided, there were discrepant results for the coaguchek xs meter compared to the coaguchek pro ii meter. On (B)(6) 2018 at 7:13 pm the result on the coaguchek xs meter was 2.3 inr and the customer was taken to the hospital. On (B)(6) 2018 at 10:12 pm the result in the laboratory was 2.17 inr and the method was not known. On (B)(6) 2018 at 9:30 am the result in the laboratory was 3.2 inr and the method was not known. On (B)(6) 2018 at 12:54 pm the result on the coaguchek xs meter was 2.5 inr. On (B)(6) 2018 at 1:00 pm the result on the coaguchek pro ii meter was 3.4 inr and believed to be correct. There was no allegation of an adverse event. The patient's therapeutic range was 3.0 - 3.5 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with the retention test strips 266835 in comparison to the current test strip master lots. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: marcumar 3: reference meter and master lot strips (lot 124158-80): 3.2 inr, reference meter and master lot strips (286321-80): 3.3 inr, customer meter and retention strips: 3.1 inr . Marcumar 4: reference meter and master lot strips (lot 124158-80): 2.4 inr, reference meter and master lot strips (286321-80): 2.4 inr, customer meter and retention strips: 2.4 inr. Master lot 12415880: the maximum difference between measurements with the same blood sample was 3%. Master lot 28632180: the maximum difference between measurements with the same blood sample was 6%. Returned customer material and retention material comply with specification.